Event description:
Customer called reporting excessive no delivery alarms on his insulin pump, up to three times a day. Customer's blood glucose level is 117 mg/dl. Customer states sometimes he can clear the alarm and resume, other times he needs to change the entire infusion set, sometimes multiple times, before the device can work again. He has tried different infusion set lengths with little improvement. Customer is not using expired insulin. He rotates sites and avoids scar tissue. He uses a serter for insertion. The tubing is not bent or kinked. Customer stated he has tried all remedies and declined trouble shooting. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.